Manufacturer narrative:
This report is submitted on november 03, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced a magnet dislodgement during a MRI (tesla strength unknown). Surgery to remove and replace the magnet was completed on (B)(6) 2017.